Manufacturer narrative:
The complainant in (B)(6) did return the pump product. The pump is currently undergoing hemolysis testing. Upon completion of the hemolysis testing a final report will be sent. To date the conclusion available, drawn from clinical information shared by the medical team in japan, is that the pump was repositioned and rbc's were given to the patient in order to resolve the hemolysis, although it is unknown if these were effective. Data logs confirm positioning alarms that could have been related to malposition or the use of ECMO. The failure mode will be monitored and trended.

Event description:
The medical staff in (B)(6) placed an impella 5,0 for support in a patient admitted with cardiogenic shock and acute myocardial infarction as a supplement and vent for the previously placed ECMO. The impella supported the patient for 18 days before explant. Months after explant the medical team informed abiomed that during support there was hemolysis treated with blood replacement and pump repositioning.

Manufacturer narrative:
The complainant did return the pump product. The clinical information shared by the medical team in japan, is that the pump was repositioned and rbc's were given to the patient in order to resolve the hemolysis, although it is unknown if these were effective. Data logs confirm positioning alarms that could have been related to malposition or the use of ECMO. The in-house hemolysis testing passed. Due to the fact that the pump passed hemolysis testing and that the hemolysis resolved with re-positioning, the root cause of the hemolysis was the malpositioning. The failure mode will be monitored and trended.